Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file. The adapt confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted during testing or in device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 479 mg/dl. Customer stated insulin pump shuts down without low battery warning. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.